Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the subject ((B)(6)) underwent a revision due to rotator cuff insufficiency. No other effects were noted in the report.